Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was found to be incapable of monitoring. Internal inspection revealed defective solder joints on the power supply and the internal battery was unable to charge or power the device for operation. The system board (psu) was damaged and the battery was completely discharged.

Event description:
The customer reported the unit turns on and shuts off in less than a minute. No consequences or impact to patient were reported.